Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exact date of death is unknown. Updated from 'serious injury' to 'death.'

Event description:
Additional information was received from the health care provider (hcp). The patient had passed away; the date of death was not available. The system was delivering morphine 18.7 mg/ml at 0.899 mg/day and bupivacaine 1.9 mg/ml at 0.0914 mg/day. The lot numbers were unknown. The patient had been managing a cancer diagnosis. There was no further information regarding the patient's death. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown drug via an implantable infusion pump. The consumer thought the drug in the pump was fentanyl, however was not sure. The indication for use (IFU) was listed as malignant pain. It was reported that the consumer would like to have the pump shut off temporarily. The patient has cancer and was in a critical situation due to the cancer and is in extreme sedation. The patient was oversedated. The change in therapy/symptom was considered sudden. The healthcare professional decided to program the pump to minimum rate mode. The patient was in the hospital. The drug information, other medications, pertinent medical history, diagnostics performed and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.